Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a syncopal episode. It was further reported the right ventricular (rv) lead had high impedance. The rv lead remains in use. It was further reported that the patient's syncopal episode was unrelated to the performance of their ipg. However, the patient was noted to have pause-induced ventricular tachycardia (vt). The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.